Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the screen was not able to read due to scrapes. The customer¿s blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on display window, cracked case reservoir tube window corners and cracked reservoir tube noted. (B)(4).